Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an embolization procedure, a shaft break occurred. A 135cm renegade hi-flo fathom kit was used to treat the target vessel. The device was noted to be in good condition after unpacking and preparation. After flushing the device, the guidewire was loaded into the catheter. It was then noted that the shaft was damaged and unraveled. The damaged shaft was still held together by the braiding. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Event description:
It was reported that during preparation for an embolization procedure, a shaft break occurred. A 135cm renegade hi-flo fathom kit was used to treat the target vessel. The device was noted to be in good condition after unpacking and preparation. After flushing the device, the guidewire was loaded into the catheter. It was then noted that the shaft was damaged and unraveled. The damaged shaft was still held together by the braiding. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4). Device was returned for analysis. The catheter shaft was found to be broken between 44cm and 50cm from hub with 6cm of braid exposed. The catheter shaft was also found to be kinked at 9cm and 20cm from distal tip. A full dimensional inspection was preformed and all dimensions met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).